Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a percutaneous catheter myocardial cryoablation a polarsheath was selected for use. After cooling the left portal vein (lpv), a polar sheath was operated to cool the right inferior pulmonary vein (ripv), however, if fell on the ra side; therefore, an approach was attempted with reinsertion of the dilator, but st elevation was observed, and cag was performed. The st decreased upon rca angiography and the ECG was the same as during admission. An lca angiography was also performed and there were no abnormalities observed; therefore, the procedure was continued. Before reinserting the polarx, the sucking of air in the balloon was confirmed by performing inflation outside the body. The cooling of both ripv and rspv could be performed without any problem, each pv potential was checked, isolation was observed, and the procedure was then completed.